Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the single use loading unit (sulu), the pushers are not advanced enough to confirm the presents of staples. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to detach the gastric body part during an open subtotal gastrectomy, the device did not fire. It was also noted that there was a problem when replacing the new staple. Another reload was used to complete the case. There was no patient injury.